Event description:
Vnus ablation radiofrequency catheter broke off in pieces in patient vessel. Vessel was opened to retrieve pieces. Vein then stripped antegrade instead of retrograde. Catheter parts saved for manufacturer. Equipment sequestered for biomedical function testing. Patient had to be admitted overnight.manufacturer response (as per reporter) for ablation catheter, closure fast:they would like to retrieve and exam device parts.